Event description:
It was reported that the ilet exhibited insulin leakage into and from the pump chamber after a supply change and new cartridge fill, with audible fluid inside the device and moisture on the back housing; the user¿s technique during the supply change was confirmed as correct, and the user transitioned to backup therapy. Symptoms included no reported adverse clinical effects and no impact to blood glucose levels. Outcomes included replacement of the ilet and use of backup therapy without the need for medical intervention or hospitalization. Investigation included review of the user¿s supply change process and collection of cartridge lot information. Investigation of this case revealed a suspected device leak at the cartridge/chamber interface consistent with a device component seal or housing integrity issue, with cartridges from lot 30272 implicated, while user handling error was not indicated. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to leakage.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.